Event description:
A report was received regarding a (B)(4) study patient who was experiencing neck pain radiating to the upper back. The patient had been previously experiencing neck-arm pain for greater than a year and was subsequently implanted on (B)(6) 2005 with an unknown large size prodisc-c at level c5-c6. Prior to implantation, the patient was treated with narcotics, anti-inflammatories, physical therapy and injections. On (B)(6) 2011, the patient returned to the study site complaining of pain primarily in the neck area. Patient does not have any pain down the arm but gets a little radiation of pain into the upper back when he does heavy physical labor. Upon examination, the investigator determined that the pain was possibly related to the type of surgery, and possibly related to the implants. The investigator also reported the severity of the event to be mild, with course of action to be medications advil as needed or flexil as needed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment, not diagnosis. Product development evaluation states the following: patient selection could have played a role in this case and cannot be ruled out based on the materials and information available at the time of this evaluation. Patient exclusion criteria (contraindications) include among others: more than one vertebral level requiring treatment; marked cervical instability on resting lateral or flexion/extension radiographs: translation greater than 3 mm and/or greater than 11 degrees of rotational difference to that of either adjacent level; severe spondylosis at the level to be treated as characterized by any of the following: bridging osteophytes, a loss of disc height greater than 50%, and/or absence of motion (<2°). Since the cause of the pain observed is unknown and no failure of the device has been identified, the verifications and validations documented in the functional and design requirements traceability matrix remain valid for prodisc-c. The prodisc-c implant risk analysis was reviewed and it was determined that an update is not warranted at this time. There is not enough information available to determine a cause or hazard for the pain reported and no failure of the device has been identified. It is therefore unclear if the pain is related to the device. Removing the diseased disc is supposed to remove the source of the patient¿s pain. Since the patient continued to experience pain after the original prodisc-c implantation, the surgeon may have failed to remove one or more of these pain generators. The prodisc-c technique guide specifically states ¿performing a complete and meticulous discectomy, decompression, and remobilization of the disc space is critical to the success of the surgery.¿ patient selection could also have played a role. If the source of the pain was unknown at the time of surgery, then the prodisc-c implant may not have treated the source of the problem at the time of implantation. Under the precautions section in the technique guide, it cautions that the safety and effectiveness have not been established in patients with ¿neck or arm pain of unknown etiology¿. ¿myelopathy or pain¿ is also listed on the prodisc-c package insert as one of the several potential risks associated with this device and in general with the implantation of spinal implants. The source of the patient¿s pain is unknown in this case. This complaint is therefore considered indeterminate from a design stand-point. No further action regarding implant design is necessary at this time.